Event description:
The hcp reported the pt presented in 2005 with signs of an infection "behind pump." These included redness, swelling, pain, and pocket erosion. A culture of the device pocket and blood was positive for mrsa. The pt was treated with IV antibiotics, oral antibiotics, and total device system explant. The patient outcome was reported as ongoing. The pt had a risk factor of diabetes.